Event description:
It was reported that the pt had a neurostimulator removed within a year of initial implant due to battery depletion. The "new battery would not work, so they pulled everything out but one lead line they could not get out". The reporter believed that most of implant had been removed and only a small portion of wire was left. No symptoms of outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
See scanned page.